Event description:
On (B)(6) 2014, the reporter informed intuitive surgical, inc. (Isi) of a patient who reportedly experienced a similar post da vinci course as the patient who sustained neuro-somatic symptoms following a da vinci myomectomy procedure reported in MFR report 2955842-2013-04307 (patient identifier (B)(6)). The reporter was unwilling to provide any additional details. There was no allegation of a malfunction with the da vinci system, instruments, and/or accessories. The patient's age/weight, da vinci system serial , procedure type, event date, and post da vinci course details were not provided. Additional attempts have been made to contact the reporter for more information; however, no additional information has been provided.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Isi attempted to contact the reporter to gather additional information; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications similar to the patient reported under MFR report 2955842-2013-04307 after undergoing a da vinci surgical procedure. There was no allegation of a malfunction with the da vinci system, instruments, and/or accessories.